Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the pacemaker exhibited noise episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.